Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and reported that the measurement tests for the fiber optic all came back to within manufacturer specifications. However, the stm and the initial reporter was able to duplicate the fiber optic alarm of sensor failure, but the stm states that this duplication is normal until the iabp receives a trigger signal and that they were able to verify this in two (2) other cardiosave units. The fiber optic is working correctly and no issue was detected. The stm was able to verify an "autofill failure" in the diagnostic fault logs. The stm cleaned the pneumatic module assembly and safety disk (applied vacuum grease as well), but the problem still remained. To resolve this issue, the stm replaced the pneumatic module with safety disk. The iabp was then fully tested for functionality and safety and passed successfully. The iabp is now released for medical use. (B)(6).

Event description:
It was reported that during in-service training, the cardiosave intra-aortic balloon pump (iabp) generated both autofill failure and fiber optic sensor failure; the iabp failed three (3) pneumatic leak tests consecutively. The iabp was switched to a different pump and the fiber optic from the demo balloon worked and so did the pump. There was no patient involvement, and there was no adverse event reported.